Event description:
(B)(4). Same case as 2134265-2011-02024; 2134265-2011-02023 and 2134265-2011-02028. It was reported that following a coronary artery treatment procedure, the patient experienced plaque shift and stent under expansion. The target lesion was a long lesion located in the proximal left anterior descending (lad) artery and the mid lad with 85% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using 2.75 x 12 mm and 2.75 x 20 mm taxus liberte stents. After placement of the 2.75 x 20 mm taxus liberte stent, there was noted jailing of the ostium of the 1st diagonal vessel. This was treated by passing a non bsc wire through the struts of the stent and then with inflations of a 2.0 x 12 mm maverick balloon which restored brisk flow with 30% residual stenosis. Post-dilation was performed with 0% residual stenosis. During this procedure, before treating the lad, the 1st diagonal vessel was treated with balloon angioplasty with 30% residual stenosis. The patient was discharged the same day on aspirin and prasugrel. At 163 days post index procedure, the patient underwent cardiac catheterization due to in-stent restenosis of the taxus liberte stents. The lad in-stent re-stenosis was treated with balloon angioplasty. Subsequently, the proximal lad was treated with a 2.5 x 10 mm bsc cutting balloon and placement of a 2.75 x 16 mm taxus liberte stent. After initial stent deployment ivus revealed underexpansion of the 2.75 x 16 mm taxus liberte stent which was treated with additional high pressure inflations of a 3 mm quantum apex balloon with good angiographic results. After treatment of the lad, the left circumflex was treated with a 4.0 x 12 mm taxus liberte stent. After deployment, it was determined that a larger balloon would be needed to get full expansion of the stent and a 4.5 mm quantum apex balloon was inflated resulting in 0% residual stenosis. After placement of the stent, but before additional balloon dilation, there was a plaque shift into the origin of the 1st marginal branch which was treated with a non bsc wire through the struts of the 4.0 x 12 mm taxus liberte stent and inflations of a 2.5 x 8 mm maverick balloon with excellent angiographic results. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).